Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent.

Event description:
This is report 4 of 4 for (B)(4). It was reported by the sales rep in switzerland that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the expressew iii needle device would not retract anymore once the needles were loaded and the trigger pulled. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual and functional inspection of device received. The needles were received without their packaging. Upon visual inspection of the first needle, it was observed that the needle does not shows structural anomalies. The white plastic flag was found correctly positioned, it is seated in its corresponding mark on the shaft. To test its functionality the needle was tested on a expressew gun (214140), a suture and a sample rubber strip, as a result; the needle and the suture were correctly released, it could be retracted without restriction. The needle worked as intended. A manufacturing record evaluation was performed for the finished device 67254, and no non-conformances were identified. According with the visual inspection and the functional test results this complaint cannot be confirmed. Since the device passed all the inspection, it is not possible to discern a root cause for the issue experienced by the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.